Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited low pacing lead impedance measurements less than 200 ohms and triggered the lead safety switch (lss). However, the pacing lead impedance measurement obtained in-clinic was 290 ohms. The patient was in sinus rhythm. The device was left split configuration with pacing in unipolar and sensing in bipolar. A lead insulation breach was suspected. Further, the device was reset in split configuration. Additional information indicated that the physician has elected to continue monitoring at this time. The lss feature was subsequently turned off. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.